Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an insulin syringe. The pharmacist states that a consumer brought back a syringe, upon taking off the protective cap, the cannula was already broken. The customer reports the cannula was lost but the pharmacist collected the syringe. The pharmacist further reports that the consumer stated that the same syringe looks different then all of the other syringes in the box.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.